Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms during basal delivery. There was no reported impact to the customer's blood glucose level. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery.